Manufacturer narrative:
Investigation: bd has been provided with samples for catalog 300296,lot 1905189 to investigate for this record. Visual evaluation of the samples presented major broken parts and also were in the unopened blister. As a result, bd was able to verify the reported issue of broken syringe. Bd has concluded that the broken syringe was produced in the primary packaging machine. The defect occurred in the syringe feeder station and was caused due to an incorrect alignment of the syringe that produced the rupture in the barrel. DHR showed no indication of the alleged defect.

Event description:
It was reported that an unspecified number of syringe s2 20ml experienced product damage/deformation device still considered operable, which was noted prior to use. The following information was provided by the initial reporter: user reports that 20ml syringes bd company, is missing the syringe cone and there is only a plastic disc. Syringe is deformed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe s2 20ml experienced product damage/deformation -device still considered operable, which was noted prior to use. The following information was provided by the initial reporter: user reports that 20ml syringes bd company, is missing the syringe cone and there is only a plastic disc. Syringe is deformed.